Manufacturer narrative:
(B)(4) - a batch review was performed for potentially associated lots h10e05048 and h10g23088 with no issues noted during the manufacturing process. The root cause of the complaint was determined as user error- poor aseptic technique. Current labeling provides ample instructions related to the prevention of user error- poor aseptic technique. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown, the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the third of five reports associated with this event.

Event description:
On (B)(6) 2011, baxter spoke with the peritoneal dialysis nurse (pd rn) regarding an unrelated alarm who stated that the home patient (hp) had a recurrent peritonitis starting in (B)(6) 2010 when she was hospitalized for a fever and subsequently diagnosed. Pd effluent was obtained for culture at that time. The hp was again hospitalized in (B)(6) 2010 for uncontrolled blood sugar/hyperglycemia, then had a recurrence of peritonitis on (B)(6) 2011 while hospitalized for a bowel obstruction. Treatment (date not reported) was with intraperitoneal (ip) vancomycin- 1gm every other day. The hp was discharged after 10 days and treatment continued at home. Treatment with ip vancomycin continued after pd effluent was analyzed on (B)(6) 2011 and (B)(6) 2011. On (B)(6) 2011, the hp was again hospitalized for abdominal pain and peritonitis. Ip vancomycin therapy had continued from the previous diagnosis. The pd rn stated causality was the hp?s aseptic technique. The hp's home and room where she performed pd therapy was very dirty. She also stated that the nephrologist recently suggested replacing the pd catheter due to the recurrence of infection, but the hp refused. The hp was due for clinic appointment on (B)(6) 2011 where pd effluent will be analyzed. The vancomycin was discontinued on an unreported date, and at the time of this report, recovery was ongoing.